Event description:
It was reported that the wake button was not working. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.